Manufacturer narrative:
Upon further investigation, it was reported to philips that the device fails the oxygen mix test during performance verification testing. It was found that the reported issue was observed during device testing, and there was no patient involvement. Therefore, this complaint no longer meets reportability requirements. The device was evaluated by the customer with assistance from a philips remote service engineer (rse) the rse provided the customer with the rev l of the service manual and advised that if the test continues to fail, replace the flow sensor. The customer¿s bio-med replaced the flow sensor to resolve the issue and bring the device back to functionality.

Manufacturer narrative:
Date of report:14may2021. (B)(4).

Event description:
It was reported to philips that the device's oxygen solenoid was not closing. It is unknown if the device was in use on a patient. Additional information has been requested.